Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned ar-8741-40s had broken. No fragments were returned for inspection. Functional test not performed due to the damage to the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.

Event description:
It was reported that during an arthroscopy surgery the driver broke. The breakage point was outside of the patient and nothing had to be retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.